Manufacturer narrative:
Investigation summary: bd received 4 photographs from the customer in support of this complaint, showing a tube with two labels attached. Additionally, 100 retained samples from the bd inventory were visually inspected, and no double labels were found. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was an incorrect label information issue. The following information was provided by the initial reporter. The customer stated: "there was a double barcoded tube." Two different barcodes were labeled on the same tube. Automation would read one time the first barcode and the other time the second barcode.